Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic experiencing shortness of breath, pocket stimulation, and feeling tired. The presenting rhythm showed loss of right ventricular (rv) capture, high thresholds, and there was a polarity switch and lead alert due to high impedance. In addition, high rv thresholds and oversensing were observed. Reprogramming was performed, and the patient was scheduled for a possible lead revision. The lead remains in use. No patient complications have been reported as a result of this event.